Manufacturer narrative:
Please note that while this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd (under registration # (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration # (B)(4). Further info will be provided upon MFR's investigation.

Event description:
Staff members (B)(6) were transferring this resident from a reclining chair to the resident's bed, utilizing a marisa lift and sling, when the left shoulder clip became unattached from the lifts spreader bar. The resident slowly slid out of the back area of this sling, the resident made contact with the back side of her head, striking the flat surface of a table. Resident suffered bruising to the back of their head that required the administration of ice for treatment.